Event description:
User facility reported the vacuum light illuminated within the first 15-20 seconds of the ablation cycle during a novasure procedure. A second disposable novasure device was seated, and the cavity integrity assessment (cia) test was unsuccessful. The physician confirmed a small uterine perforation on hysteroscopy. The physician reported no treatment was needed for the perforation, and the patient is doing fine at follow-up.

Manufacturer narrative:
Device history record review was conducted for the reported lot number. Currently unable to establish a relationship or impact to the reported observation, due to no product available or serial number provided. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only, and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.